Event description:
The customer's husband reported that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. The insulin pump was removed from the customer while she was in the hospital. When it was put back on, her blood glucose levels were very erratic. The nurse at the hospital wanted the insulin pump replaced. No troubleshooting was done. The customer only confirmed that the insulin pump was programmed correctly. Nothing further was reportedly.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.